Event description:
The customer stated that an add'l medium sized speculum had broken during a procedure. The customer states that lower blade had cracked. The pt was uninjured. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. Unused product was returned for eval, however, the actual speculum involved in the event has been disposed of by the customer and therefore will not be returned to welch allyn. However, the complainant did provide a photograph of the broken speculum. The failure mode as described by the picture has been previously investigated. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Result: vaginal speculum). Conclusion: actual device not returned confirmed shipping damage by visual eval. Device MFR date: lot # 183346 was manufactured 08/12/2013 - 08/19/2013; lot # 185472 was manufactured 09/10/2013 - 09/17/2013.